Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient (pt) reported that for the past 3 days, they've had a lot of trouble trying to connect with the communicator. Pt stated it usually takes them at least an hour. Last night, they attempted to turn on the communicator to turn the pulses down, but they could not get on. So they had heavy pulses all night long, they did not sleep at all and they've been awake way over 24 hours because they could not turn on the controller. This morning, they received a  message on the handset; something about the neurostimulator was disconnected or not working. Pt commented they were extremely disappointed with it. Pt stated if the issue is not resolved, give a new part that works or they will have their doctor take their wires back out. Agent had pt turn airplane mode 'on' and 'off' and pt confirmed that bluetooth was enabled. Agent had pt close all applications, turn on the communicator, launch mystim app and attempt to connect. Pt mentioned that the blue tooth indicator light was illuminated. Pt stated seeing communicator not found message. Agent had pt turn off the communicator and pt confirmed seeing a solid green light. From the communicator not foundâ¿ screen, agent had pt press retry but they received a message to use your system your handset must be linked to your neurostimulator. Place the communicator over your neurostimulator and press start. Pt stated they've done it so many times and mentioned they have had two reverse shoulder surgeries, so their arms don't work real good. Pt placed the communicator over their implant (ins) and then they saw no device found message. Agent had pt press â¿cancel and reset the communicator. Pt turned on the communicator and saw a solid yellow light. Agent had pt turn the communicator off and back on, but the solid yellow light remained on. Agent had pt connect the ac power cord to the communicator, but the solid yellow light persisted. Agent had put disconnect the ac power cord, reset the communicator, and turn it back on, but the solid yellow light still remained. Agent had pt connect the ac power cord to the communicator and the green light was steady. Agent had pt disconnect the ac power cord, place the communicator over their ins, launch mystim app and attempt to connect. Pt stated seeing a message place the communicator over your neurostimulator and press start pt pressed and start the device was found and verified, and pt confirmed they were able to connect to their ins, view the therapy screen with group b activated. Pt commented that this thing is the most complicated equipment they've ever had and that they contacted the rep but never got a response. Agent reviewed information and advised the pt to monitor and call back if the issue persists. T called back stating they called in just a few minutes ago. Pt was getting stuck on searching for communicator when trying to connect to the mystim app. Pt had group e turned on and they could not sleep since they could not turn it down. Pts communicator had a solid yellow light when plugged into micro usb cord, once in a while a flashing blue light would turn on. During call pt unplugged the micro usb from the communicator and closed all applications. Pt reset the handset and when they attempted to reset the communicator the communicator was solid yellow. Pt plugged communicator into micro usb and got a solid yellow light. No matter what pt did the communicator stayed yellow. Pt tried to connect to therapy application and was getting not found. Agent then walked pt through how to turn therapy on or off on the recharger application.  See general text for omitted information.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 lot# serial # (B)(6) implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.